Event description:
It was reported that bd syringe 3ml ll 24x1in leaked. The customer complained of leakage of fluid into the barrel when aspirating in 3 ml ll syringe 303061. The leakage was found in multiple syringe in the same box. The customer has been using bd ll syringes from more than 10 years and was comfortable until now.

Manufacturer narrative:
At assembly process there is mechanism control to check the stopper leakage. Review of the DHR showed that checking sensor and testing on leak test station per shift per 90005451/b with no abnormality observed. Current control there is qa routine leak test inspection per mfg-006/n in place to check for syringe leakage. Due to no sample was returned for further investigation, root cause could not be determined. Complain will be monitored and reopened if sample is returned.

Manufacturer narrative:
Leakage was not observed for representative returned samples. Defect could not be confirmed. Root cause could not be determined. At assembly process there is mechanism control to check the stopper leakage. Review of the DHR showed that checking sensor and testing on leak test station per shift with no abnormality observed. Current control there is qa routine leak test inspection in place to check for syringe leakage.

Event description:
The customer complained of leakage of fluid into the barrel when aspirating in 3 ml ll syringe 303061. The leakage was found in multiple syringe in the same box. The customer has been using bd ll syringes from more than 10 years and was comfortable until now.

Manufacturer narrative:
Leakage was not observed for representative returned samples. Defect could not be confirmed. Root cause could not be determined. At assembly process there is mechanism control to check the stopper leakage. Review of the device history record showed that checking sensor and testing on leak test station per shift with no abnormality observed. Current control there is quality assurance routine leak test inspection in place to check for syringe leakage.

Event description:
The customer complained of leakage of fluid into the barrel when aspirating in 3 ml ll syringe 303061. The leakage was found in multiple syringe in the same box. The customer has been using bd ll syringes from more than 10 years and was comfortable until now.